Event description:
It was reported the device and leads were removed due to infection. The type of infection is unknown at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed) on it. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. It was also noted there was apparent explant damage. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed) on it. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. It was also noted there was apparent explant damage.